Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer, visera 4k uhd camera control unit cannot be turned on. No procedure was involved; therefore, no delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of not turning on was not confirmed. Upon powering on the device, there was a error code e117 at start up. After adjustment the error disappeared. The device was turned off and, on several times, to confirm the error message was resolved. The error was not reproduced, and the inspection was at manufacture standards so the device was returned to the facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.